Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that the vena cava placed in patient to prevent blood clots from proceeding through inferior vena cava. At some time post filter deployment, the patient reportedly expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as on (B)(6)1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2019), g4. H11: h6 (results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.